Manufacturer narrative:
Submit date: 11/9/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a uvc catheter. The customer reports air entering catheter, blood spots noticed on crib liner due to suspected uvc fracture/leakage. The uvc was removed from patient.